Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown/not provided. Additional PMA/510(k) number: k072642.

Event description:
It was reported that the screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified that the abutment screw fractured around the upper threads. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the abutment screw fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.